Event description:
It was reported that the battery voltage had dropped over three months. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage had dropped over three months. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received, analyzed, and battery voltage is before elective replacement indicator. The weekly battery voltage trend data show minimum battery was 3.02 v to 2.68 v between (B)(4) 2012 and (B)(4) 2013 is before device recommended replacement time at <(><<)>=2.62 v. 1688t competitor implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the returned device did not detect any performance issues, but the calculated longevity result of 83% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.